Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 364 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is protruded. Customer advised to discontinue the use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to performed the basic occlusion, occlusion, and excessive no delivery alarm test due to prime/fill anomaly. Unit had scratched display window and cracked reservoir tube lip.